Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method was due to the user not ensuring sufficient leaflet insertion. The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip nt was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, leaflet insertion and sufficient leaflet capture was unable to be confirmed, and post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachments/slda). To stabilize the slda clip, a mitraclip xt was inserted and deployed lateral to the slda clip, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip nt was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, leaflet insertion and sufficient leaflet capture was unable to be confirmed, and post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachments/slda). To stabilize the slda clip, a mitraclip xt was inserted and deployed lateral to the slda clip, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure.